Event description:
A patient reported that they had not been able to test for about 2 weeks. Their meter allegedly would only prompt error 2 message. This issue was not resolved with troubleshooting. The results on their meter was 205 mg/dl (unkown when the test was done). The results on the lab was 159 mg/dl. The time difference between patient's meter and lab was 10 minutes. There was no medical intervention and no treatment given. No further information has been reported.